Manufacturer narrative:
The insulin pump was received with no button response and button error alarms due to corroded keypad traces. No moisture damage was found on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was performed. The device was returned for analysis.